Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 1, 2024 ¿ february 5, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device bladder was observed which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors underinfused during infusion. After expected infusion time, it was observed that approximately 50-75ml of medication remained within the device that had not been delivered to the patient. The devices contained cefazolin 6000mg in 240ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: this event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.